Event description:
The customer has requested analysis on explanted device for rapid battery depletion. Battery on (B)(6) 2020 was 41 months and 3.55kohms. Battery on (B)(6) 2021 was 14 months 6400 kohms. Battery on (B)(6) 2022 was 21.82kohms back up mode. No lead issues reported and patient was box-changed with an abbott assurity dr device (programmed vvi) (B)(6) 2022.

Event description:
The customer has requested analysis on explanted device for rapid battery depletion. Battery on (B)(6) 2020 was 41 months and 3.55kohms. Battery on (B)(6) 2021 was 14 months 6400 kohms. Battery on (B)(6) 2022 was 21.82kohms back up mode. No lead issues reported and patient was box-changed with an abbott assurity dr device (programmed vvi) (B)(6) 2022.

Manufacturer narrative:
Please refer to the analysis report attached.